Event description:
Attending nurse tried to rotate monitor which caused the base to shatter and separate form the base mount. This is the 2nd occurrence within the last month. Within the last 4 yrs rptr has had 5-6 monitors break at the base. With the location of the monitor being above the head of the pt, this imposes a potentially life threatening situation. A modification was done on facility's monitors approx 4-5 yrs ago to allow smoother turning capability.